Manufacturer narrative:
The sample is not available for evaluation. Lot number is unknown; therefore a batch review cannot be performed. If any additional information becomes available a follow up medwatch will be submitted. (B)(4)

Event description:
Customer reports an unspecified quantity of needle lock device protective18 gauge needle that are not getting a secure lock on the IV tubing, allowing fluid to leak out. The medication was leaking and was noticed by the patient's arm being wet. The reported condition occurred during patient use. No patient injury or medical intervention occurred. This is report 1 of 5 received with the same reported problem from this facility.